Event description:
Facility reported an incident where the ipump did not resume the previous prescription properly after the device was put into sleep mode. As a result of the incorrect settings, the pt rec'd a higher infusion. There was no injury or medical intervention that resulted form this incident.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation will be provided in a follow-up report. A similar incident was rec'd for this product family. This incident has been communicated to the responsible baxter personnel to review. The result of this review will be communicated in a follow-up medwatch when available.